Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens tore. The lens was removed with no patient injury.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic was bent. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).